Event description:
It was reported a hair was found inside the unopened package.

Manufacturer narrative:
A photo was provided for evaluation. Visual examination of the photo shows a hair inside the package, verifying the failure. The original package was found opened and kept closed with transparent tape. The lot number # 0154939 and expiration date 05/2023 are printed on the applicator body. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures / process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/ or preventive measures during the manufacturing of the product. No further actions required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported a hair was found inside the unopened package.